Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia, dizziness, confusion/disorientation treated with emergency medical services/ambulance/ER visit, glucose/carb intake, emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, acc-1601, mmt-242a. Customer reports symptoms related to their low blood glucose event. The customer had not used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for acc-1601. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose of 62mg/dl and feeling dizzy and confused and calling the paramedics for the low at 3pm. Low was treated with glucagon (not glucose/carbohydrates). Customer had change sensor alert. Customer could not test transmitter. Tape was also not sticking due to sweat. Troubleshooting was done for the sensor and tape issue. Customer declined further troubleshooting for the low. It was unknown if customer was using the pump within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.